Manufacturer narrative:
Device malfunction related to cartridge alarm was confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. There was no impact to the customer's blood glucose level due to this event; however, the contact reported the customer experienced a blood glucose level of 70 (mg/dl) due to "working with the numbers" to deliver a bolus. Food was consumed to address bg levels. It was indicated that injections were available for alternate insulin therapy.